Event description:
It was reported that the bd syringe 50ml ll tip 1ml had leakage. The following information was provided by the initial reporter: material # 309653. Batch # 5176464. Verbatim: rcc received a complaint via email. We have received a complaint regarding product syringe bd luer lok 50ml sterile. Item: syringe bd luer lok 50ml sterile product code: 309653. Lot: 309653. Sample: available for pick up. Complaint: ¿client reported the syringe was difficult to pull and inject and noticed leakage as well. Samples available.¿ customer response on (B)(6) 2025. Can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025. 2. The provided lot# 309653 was not found in our records. Could you please check and confirm the lot number? Correct lot-5176466. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient involvement. Customer response on (B)(6) 2025. Sorry it was a typo error; sample lot is 5176464.

Manufacturer narrative:
It was reported the syringe was difficult to pull, inject and there was leakage as well. To support the investigation, three samples¿with one opened packaging blister¿were submitted for evaluation by the quality team. A visual inspection revealed no defects or imperfections. Each sample underwent testing for sustaining force, defined as the force applied to the plunger rod during downward movement while expelling the saline solution, as well as for leakage. All results were found to be within specification. A review of the device history record was conducted for material number 309653, lot 5176464. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported symptoms could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.